Event description:
It was reported that during a diagnostic laparoscopy procedure, the cartridge from the initital firing came off inside the pt and the pan separated from the cartridge. They removed it and the loose staples; no x-ray was used however, they felt they had removed all the pieces from the pt. They completed the case with a gyrus device using cautery. No pt consequence at this time.

Manufacturer narrative:
D4; h.4, 6.: info anticipated, but unavailable at this time.